Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The events were occurred on 28-jun-2024 and 02-jul-2024. Patient noticed symptoms within 3 hours of insertion. Site insertion was abdomen. Patient regularly rotated site location. Patient also confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of event. Therefore, patient took correction injection via mdi. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1933219 - MDR 3003442380-2024-19313 - device 1 of 5.